Manufacturer narrative:
Still under investigation.

Event description:
The endovascular stent graft was implanted into a female pt, on april 25, 2007. The following day, the pt developed a 101.5 degree temperature. The fever subsequently resolved.